Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging that the lancet in her onetouch delica lancing device was not fully penetrating. The complaint was classified based on the customer care advocate (cca) documentation. The patient could not specify when the alleged issue with the lancing device began. The patient reportedly was not managing her diabetes with any medications and stated she continued with her usual diabetes management routine in response to the alleged issue. The patient claimed she developed symptoms of "shaking" at approximately 10:30am on the same day she contacted lfs for assistance. She stated she called her doctor on that same morning and was advised by him/her to call lfs for assistance. No form of treatment was administered and no other device was used. At the time of troubleshooting, the cca noted that the subject lancing device was being used for the first time. The patient's technique was reviewed but the issue remained unresolved. The correct lancets were being used. A replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4): the lancing device passed testing with no faults found. The lancing device was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.